Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported that the applicator petals were open during insertion, causing a cut to the vagina. The consumer informed us that medical attention was unnecessary and she is doing well.